Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged cosmetic damage located at the reservoir compartment found on (B)(6) 2021. Also, on case-2021-00371093, svn#: (B)(4) customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021 and on case-2020-00362143, svn#: (B)(4) customer returned insulin pump for an alleged high blood glucose and insulin pump, meter and sensor communication anomaly found on may 19, 2020. Device received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The insulin pump was monitored for several days and no unexpected shutdown noted. The insulin pump was programmed with contour next test glucose meter. The insulin pump connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. No unexpected blood glucose meter communication errors or anomalies noted during testing. The insulin pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked case and a scratched case. Cosmetic damage was confirmed at the reservoir compartment. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Unable to verify customer alleged for high blood glucoses. The insulin pump, meter and sensor communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had broken retainer ring. The customer stated that the reservoir was unable lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.